Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received a notification regarding "(their) abbott diabetes care freestyle 3+ has errors of low reading". There was no alleged adc product issue associated with this report. Adc customer service successfully contacted the customer, however no additional information about this issue was provided. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.